Event description:
Adverse event(s): "no pt harm" (no consequences or impact to pt). Product problem(s): "difficulty getting the product out of the syringe" (difficult to advance). A facility reported that the surgeons had difficulty getting the product out of the syringe, especially after cataract removal when they were about to fill the anterior chamber with the product before implanting the intraocular lens. This occurred on three occasions with three different surgeons and all three devices were from the same lot #. It was reported by nurses at the same facility that they had difficulty getting the product out of the syringe when filling the lens cartridge. There was no pt harm.

Manufacturer narrative:
The device was not returned for eval. No remarks related to this complaint have been reported in the batch record. A functionality test was performed during the blistering operation of this batch; there were no abnormal findings. Expel force of the syringes were tested and found to be within specification. The supplier has reported the syringes have been optimized to improve the distribution of the stopper through the syringe to minimize difficulties of this type. There have been two other complaints reported in this lot number. (B)(4).